Event description:
It was reported that the customer had a blood glucose level of 33 mg/dl. She treated with glucagon and a soda. Her sensor readings during that time frame were in the 70s mg/dl, so her insulin pump did not go into threshold suspend. Her threshold suspend level was changed to 80 mg/dl. Standard troubleshooting was performed. The customer was advised to talk to her health care provider about her low blood glucose levels. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)